Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be drain during the pretest. Sterile water was leaking from the foley tip during injection.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received for evaluation. The first one shows a top view of one all-silicone temp sensing foley catheter with sample port connector and syringe, the next two photos zoom in to the deflated catheter's balloon and cap. The last photo shows the tray's label. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted to inflate balloon using the returned syringe and 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) however the solution immediately leaked to the drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be drain during the pretest. Sterile water was leaking from the foley tip during injection.